Event description:
It was reported the physician used 2 swartz introducer sheaths during an af ablation procedure with transseptal access in the left auricle. One sheath was used with the ibi cool path l1 ablation catheter and the other sheath was used with a cordis lasso catheter. During the procedure, the physician noticed irrigation solution was leaking at the proximal end of the sheath used for the lasso. There was effectively a leak between the proximal end of the tube of the sheath and the valve. Upon removal of the sheath, the tube and valve separated. Thrombus was noted at the distal end of the broken sheath. The procedure was stopped 15 minutes after exchanging of sheath because of neurological symptoms (slower speaking, face asymmetry) that could indicate an embolism. A scan was performed which revealed nothing.

Manufacturer narrative:
The hospital has not released the device for analysis. Once the device is returned to MFR, we will begin the evaluation.